Event description:
Pt spontaneously reporting her back up ms3 pump after she puts in the battery and screws on the battery cap, the pump turns off. Pump was not in use, no lapse in therapy of adverse effect occurred due to pump malfunction. Replacing pump sn (B)(4) and pt will return malfunctioning pump. Reported to (B)(6) by pt/caregiver. Dose or amount: 30nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.